Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed.

Event description:
Customer complained about a blood leak during treatment. No add'l info available. No harm for the patient. No medical intervention.